Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the poor image quality occurred due to a broken r-unit. The root cause of the broken r-unit and damaged fiber bonding in the outer tube area (distal end) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a broken meniscus of the charged coupled device (r-unit) section and therefore the image quality was poor. Additionally, the fiber bonding in the outer tube area (distal end) was damaged. There were no reports of patient involvement.